Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon was detached from the catheter. Functional analysis could not be performed due to the condition of the device. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided catheter balloon was used during an esophageal dilatation procedure performed on an unknown date. According to the complainant, after dilating the stricture, the physician noted that the balloon had detached from the catheter and fell off in the patient's stomach. The physician had to use forceps to remove the detached fragment out of the patient to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre wireguided catheter balloon was used during an esophageal dilatation procedure performed on an unknown date. According to the complainant, after dilating the stricture, the physician noted that the balloon had detached from the catheter and fell off in the patient's stomach. The physician had to use forceps to remove the detached fragment out of the patient to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.